Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scoliosis, irritable bowel syndrome, acid reflux (oesophageal) and premature atrial contraction. Concurrent conditions included migraine since 1990, brain tumor, ovarian cyst and cervicitis. Family history included endometriosis and breast cancer. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal discomfort ("heaviness in vaginal area"). The patient was treated with surgery (total robotic-assisted hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hot flush, nausea, dysmenorrhoea and vulvovaginal discomfort outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: 3 trailing coils in left tubal ostium, zero visible coils on right. There was a little bit of cornual spasm after delivery of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included scoliosis, irritable bowel syndrome, acid reflux (oesophageal) and premature atrial contraction. Concurrent conditions included migraine since 1990, brain tumor, ovarian cyst and cervicitis. Family history included endometriosis and breast cancer. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal discomfort ("heaviness in vaginal area"). The patient was treated with surgery (total robotic-assisted hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hot flush, nausea, dysmenorrhoea and vulvovaginal discomfort outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: 3 trailing coils in left tubal ostium, zero visible coils on right. There was a little bit of cornual spasm after delivery of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographic information and patient relevant history added. Concomitant conditions and historical conditions and family history added. Product indication and lot number added. Events hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nausea and dysmenorrhea (cramping), lower abdomen pain, heaviness in vaginal area and back pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.